Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2010. The patient reported on occasion, the room appears foggy. The icl remains implanted.

Manufacturer narrative:
(B)(4) (vision foggy) - (B)(4): evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).